Event description:
It was reported to philips that the system's footswitch charger was unable to charge the footswitch. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. Philips field service engineer (fse) visited onsite and found and identified a poor connection with the foot switch charger due to a cable issue. Fse found a spot to charge the wireless foot switch. To resolve the problem, fse ordered wireless pedal charger, and another case customer replaced the wireless pedal charger. After replacing the wireless pedal charger, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was carried out on the same system by rebooting it. Therefore, the issue is deemed isolated and is not expected to cause or contribute to death or serious injury if it were to occur again. Based on the findings of the investigation, philips determined that the complaint is not subject to reporting. The codes were updated based on the investigation outcome.